Event description:
It was reported that the caller experienced cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the process, after which the error did not reoccur. The caller successfully started their sensor session.